Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Investigation of the returned device found that the device was fully clip deployed. The sheath had been fully slit with no damage detected indicating that is was not a contributing factor in the event. The thumb advancer was retracted from the finish position. The clip was found at the distal end of the flex tube. The most probable cause for the mislocated clip is likely a combination of the inability of the vessel locator to retract properly and anatomical issues preventing the proper ejection of the clip off the distal end of the device. The device was disassembled and there were no abnormal observations found. Based on the investigation findings, the root cause could not be determined. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report. There were no similar complaints within this lot for the clip/distal end of device failure mode at the time of this investigation.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a right common femoral artery after an interventional procedure. Reportedly, during clip deployment, the wings did not retract and the clip was caught in the wings. Manual compression was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.